Manufacturer narrative:
Analysis revealed import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation system. It was reported that the site was unable to pull exams from the electronic picture archiving and communication systems (pacs). The clinical specialist (cs)was on site and brought in to troubleshoot the issue. The cs compared the information listed on other working navigation systems and found the information to be the same across all systems. Pacs was conferenced into the call and found that the information for the navigation system in question had not been added to their pacs system. After adding the system information, an exam was successfully pushed through. The cs was then able to attempt to query and retrieve again. Exams were successfully retrieved, however a ¿transfer incomplete¿ message was then observed. All other navigation systems observed the same message. Information was provided for how pacs could correct the ¿transfer incomplete¿ message on their end. The system was then found to function as expected. This issue was noted outside of procedure and there was no patient present when the issue was observed.